Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image turned black without noise lines. Additionally, due to deformation of the insertion tube rotation ring, the connecting tube does not rotate smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope¿s image failed when the lever was actuated. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e2 and e3 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the charged coupled device (ccd) unit was damaged during handling of the device by the user. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.